Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or exposed to petrolatum based products or mechanical failure or operator error). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (foley catheter) ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that there was a hole in the foley catheter balloon and the patient had duct tape on them.